Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging incorrect product, the customer's verio kit came with a black cord instead of a white cord. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.